Event description:
Called to report faulty oxygen concentrators which have been sent back to the manufacturers for repairs and these have repeatedly failed when the pts used them after the repairs. There hasn't been any deaths or serious injuries associated with these.